Event description:
It was reported that stent damage occurred. A 2.75x16mm promus element plus drug eluting stent was selected to treat the target lesion. Upon advancing the device, failure to cross the lesion was encountered and "reversal of a strut" was noticed.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified proximal stent damage. A stent strut was raised. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x16mm promus element plus drug eluting stent was selected to treat the target lesion. Upon advancing the device, failure to cross the lesion was encountered and "reversal of a strut" was noticed.